Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Customer confirmed there was no malfunction of reprocessing accessories, delay of pre-cleaning or manual cleaning. Manual cleaning consisted of wiping/brushing the surface and flushing of detergent. The air/water flush was done during pre-cleaning, including flushing of water. The device was not used on a patient with foreign objects attached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained per customer follow-up. The foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the IFU: -states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported that the loaner gastrointestinal videoscope's bending section cover adhesive was worn out. Additionally, the light guide lens was broken. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the air/water tube, the air/water cylinder, and the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported events were confirmed. The light guide lens had a crack and the adhesive on the bending section cover was detached. In addition to the foreign material found in the air/water tube, cylinder, and jet tube, other evaluation findings are as follows: the air/water cylinder and suction cylinder had no color; the label on the suction connector was damaged; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the adhesive around the objective lens was discolored; the connecting tube had a wrinkle; and there were scratches on grip, the switch box, the objective lens, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.